Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for this (B)(4) is no longer reportable as nothing indicates that the thrombus formation is related to fault condition or use of the device. Furthermore, thrombus formation was noted in pre-procedure imaging and the event is therefore assessed to be a side-effect related to patient medical condition. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Event description:
Synopsis: thrombus present in device at 1-month post-procedure. No aes. Death reported, unrelated to device or procedure. On (B)(6) 2021, the patient was routinely treated for a fusiform thoracic aortic aneurysm with placement of a zta device. Procedure angiography showed patent device, no device issues. Patient was discharged on anti-platelets (other than aspirin). Imaging at the 1-month follow-up visit, completed on (B)(6) 2022, showed patent device, with a thrombus within the device. Patient was taking anti-platelets (other than aspirin) at this visit. A 6-month visit did not occur due to prioritizing treatment for metastasized rectum carcinoma. Patient outcome: the patient died on (B)(6) 2022 (338 days post-procedure). Cause of death was noted as metastasized rectum carcinoma. No autopsy was performed. Death was noted as related to pre-existing condition prior to study procedure.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4) investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.